Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (moisture ingress) issue. The reporter alleged that there was evidence of moisture behind the display screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/07/2014 with the following findings: the power complaint could not be duplicated. A review of the pump¿s black box data could not be conducted due to internal moisture damage. The pump was returned with visible evidence of moisture behind the display lens. There was no visible damage to the battery compartment or returned battery cap. The returned battery cap was able to fully secure onto the pump. The pump powered on with a blank screen, no vibratory features and functioning auditory features. The leak test failed due to a pump case seal leak. The pump was opened and internal moisture was observed on internal components of the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.